Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-p has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected of exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This crt-p is retained by the healthcare facility and is not expected to be returned for analysis.